Event description:
The rptr stated that rptr did back to back blood glucose tests, within 10 minutes, using separate finger sticks. Rptr's results were 46, 56 and 246 mg/dl. Rptr did not have any symptoms. During troubleshooting, it was determined that the rptr had never cleaned rptr's meter, and had not read the owner's manual. Training was given by the lifescan rep. A control test was in range, 135 (93-140). No harm was alleged. Follow up attempts to contact the rptr have not been successful.